Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the monitor failed a therapy electrode falloff test. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving check therapy electrode messages.